Event description:
Medline item dynjgwire20, lot #24dbm548, box of 10 ea ((B)(6)): the packages are not sealed, rendering the wires not sterile. This was discovered when the tech attempted to drop a wire onto the sterile field using the opening end, and the wire fell off the other end. We have been able to recover 7 out of the 10 that came in the box. We do not know at this time what happened to the 3 that are unaccounted for out of that box. We have inspected the rest of our inventory, and the packages are intact. Most of the wires in stock are from the same lot number.